Event description:
It was reported that patient had experienced painful simulation. Patient was experiencing painful stimulation. The device eventually was programmed down auto stim was disabled. This had not corrected the issue, so the patient's device was disabled for one week. Patient's device was re-enabled the pain still was present. Patient had an x-ray performed as a result. No anomalies were located. Patient returned to the clinic and had their device interrogated and received a "low output" warning. The frequency was reduced as a result. This had helped. The physician had then seen the patient one last time, and had concluded that the pain the patient feels is due to inflammation of the nerve likely from when the patient got covid. Output current will remain at .5 ma. Diagnostics test was performed, and low out put was no longer seen. Decoder spreadsheet was reviewed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10: component code; corrected information; initial MDR inadvertently listed the incorrect device. F10: clinical code; corrected information; discomfort inadvertently reported. Discomfort is not relevant to the report. H6: investigation findings; corrected information; no low output current was identified in data. No malfunction should be reported. B6: relevant tests/laboratory data; corrected information; incorrect date was reported inadvertently.

Event description:
It was reported that the rep believes the issue is due to a bug seen on among many tablets previously. The rep states that the issue has resolved and there has been no low impedance readings since. No other relevant information has been received to date.